Event description:
Right radial catheter inserted after adequate ulnar flow after test - atraumatic insertion. Stylet removed. Leaking of catheter at hub, catheter removed with little pressure. Upon removal, catheter sheared. Hub noted without end of catheter. Cath noted on cat scan in right radial artery. Patient taken to operating room and catheter removed.